Manufacturer narrative:
Chronic pelvic pain / severe pain during orgasm, after second co2 femilift treatment. The examination of the patient presented as normal.

Event description:
It was reported about a chronic pelvic pain and a severe pain during orgasm, following the co2 femilift treatment.